Manufacturer narrative:
Additional narrative: (B)(4). Device malfunction was noted during the surgery. Device not implanted / explanted. Complainant device is expected to be returned to the manufacturer. Not yet received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review: manufacturing location: (B)(4). Manufacturing date: may 11, 2016. Expiry date: may 01, 2026. Article was sterilized by supplier (B)(4), lot of (B)(4) pieces was released based on step (B)(4) of the work order (B)(4). Neither deviation nor any ncrs were marked in this document. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on aug 30, 2016, the patient underwent surgery for fracture of femoral greater trochanter to apply (B)(4) pfna (proximal femoral nail antirotation). During the procedure, the surgeon felt the reported blade inserting was not smooth, so he removed the blade and confirmed that the tip was interfering with the nail and was being crushed. While the blade was inserted, the surgeon removed the guide wire because the inserted wire looked displaced from the center on checking under image intensifier control. The surgeon thus inserted the guide wire again and drilled with drill bit (11 mm). Eventually, the surgeon used smaller sized blade to insert instead of the reported blade and competed the surgery successfully. Concomitant device: unknown nail (quantity ¿ 1). This report is for one (1) pfna-ii blade l95 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Date subject device was received by manufacturer for investigation. A manufacturing investigation was performed for the subject device (pfna-ii blade l95 tan, part number 04.027.054s, lot number 9938699). The subject device was received for investigation with the complaint stating the blade did not insert smoothly and that the tip interfered with the nail upon insertion. The tip of the blade was ¿crushed¿ during the attempted insertion. Another blade was used to complete the procedure. The subject device was received with legible laser etching and traces of repeated use. The cuts of the blade are partially broken. A device history record review (DHR) was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: may 11, 2016. Expiration date: may 1, 2026. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. All dimensions relevant for the function of the product were measured, and fulfill the specifications. The raw material certificates were checked and it was confirmed that all used raw material fulfilled the specifications. Based on the investigation the complaint condition is confirmed and but is not valid from a manufacturing standpoint. A root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was a surgical delay of twenty (20) minutes. Additional concomitant device: guide wire (part/lot unknown, quantity 1).